Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had an MRI test done and the catheter could not be found. It was not known what happened to it and the doctor thought that maybe it was behind the pump. The patient was noted to be in excruciating pain. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.